Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the cadiere forceps tie rod broke at the tip of the instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-may-2026: the tie rod broke at the instrument wrist level. No harm or injury occurred to the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.